Event description:
The physician ordered a CT scan of the head for a ventilated patient in the ICU. In preparation for transport to imaging, a respiratory therapist (rt) placed the patient on the parapac portable ventilator. As the imaging staff and the nurse were pulling the patient over to the CT scan table, they noticed the green hose for the parapac was not connected to the oxygen tank. The patient passed away a little while later. The transporting team ( rt, nurse and transporter) did not report hearing any noise from the parapac. However, the imaging team reported hearing a sound from the device. The device produces a low level chirp when the oxygen pressure is low.